Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag (dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On the same day, the patient had a peritoneal effluent analysis and culture done. The results of the analysis and culture were unknown. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, loading dose, ip) and tobramycin (20mg, daily, ip). The remedial medication of tobramycin was continuing. Dianeal therapy was ongoing and the peritonitis was resolving. The consumer believed that the peritonitis was not related to the dianeal therapy